Event description:
The customer contact reported a leak. On an unspecified date at the compounding facility, the empty flexible solution container was filled with unspecified volume of ropivacaine 0.1% and sufentanil 0.5 mcg/ml in 0.9% sodium chloride for a total volume of 250 ml. On (B)(6) 2013, the customer contact reported that the solution container was delivered to an end user. After the solution containers were delivered to the end user, it was reported that solution had leaked from the right seam of the solution container. Though requested, no add'l info was provided.

Manufacturer narrative:
The device has been received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.